Event description:
The clinician reported that 2.5 months after the dental implant was placed in ada site 3 in the patient's mouth, the implant did not achieve osseointegration in type ii bone. The clinician noted implant mobility in this patient with good hygiene. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.